Event description:
It was reported that during a urolithotripsy procedure there was a light leak in the middle of the fiber. The procedure was completed with this fiber. There were no patient complications reported.

Event description:
It was reported that during a urolithotripsy procedure there was a light leak in the middle of the fiber after 20 hertz and 1 joules of use. The procedure was completed with this fiber. There were no patient complications reported.

Event description:
It was reported that during a urolithotripsy procedure there was a light leak in the middle of the fiber after 20 hertz and 1 joules of use. The procedure was completed with this fiber. There were no patient complications reported.